Manufacturer narrative:
Additional code added to h6 evaluation code method. Correction to section h6 evaluation code result - removed code c20 and add code c13 conclusion code - remove code d15 and add code d02 component code - remove code g07001 and add code gg0201201 additional details added:h3: it was reported that while in used on a patient the ht70 ventilator which was being used at home, suddenly generated an alarm and the caregiver found out that "ventilation was not being conducted" and the unit generated a system error. It was informed non medtronic personnel (tkb - third party service provider) repaired the unit and found that the device operated by ac (alternating current) power and shut down when powered by backup battery. Confirmed that the main control board was not functioning properly and also observed that the capacitors (c91 and c92) mounted on the main control board were damaged. Damaged capacitors on the control board would cause the unit to shutdown and when used on a patient would lead to loss of ventilation. To solve the issue, tkb replaced the main control board and found the unit functioned properly. The likely cause of the event was isolated to a potential fault in the capacitors (c91 and c92) of the main control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator which was being used at home, suddenly generated an alarm and the caregiver found out that "ventilation was not being conducted" and the unit generated a system error. The patient was immediately placed on a resuscitation bag then placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d9 was updated due to part return section h6 updated evaluation code method remove - b17 and add b01 additional code added to evaluation code result upated evaluation code conclusion remove d02 and add d01 h3 device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported that while in use on a patient the ht70 ventilator which was being used at home, suddenly generated an alarm and the caregiver found out that "ventilation was not being conducted" and the unit generated a system error. It was informed tokibo (tkb - third party service provider) evaluated the unit and confirmed the main control board experienced c91 & c92 (capacitor) damage. To solve the issue, tkb replaced the main control board and found the unit functioned properly. One main control board was returned to medtronic for failure analysis. Visual inspection on the returned part found blackened c91 (capacitor) from c92 shorting however c91 was found to be intact with no issues. Visual inspection confirmed c92 had shorted. Damaged c92 capacitor on the control board would cause the unit to shutdown and would lead to loss of ventilation if this fault occurred while in use on a patient. The cause of the event was isolated to a fault in capacitor (c92) of the main control board. There is an previous internal investigation related to this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the japan privacy regulation. Medtronic personnel reported event to manufacturer on behalf of the customer. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that the third party service provider tkb performed the device evaluation and replaced a part to resolve the issue. The unit was returned for use in working condition. No product was returned to medtronic at this time. Failure confirmation, potential cause, or relationship to the event could not be determined since no product was returned for evaluation or made available after good faith efforts were made. There is insufficient information about the failure and contributing cause. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator which was being used at home, suddenly generated an alarm and the caregiver found out that "ventilation was not being conducted" and the unit generated a system error. The patient was immediately placed on a resuscitation bag then placed on an alternate ventilator without injury.